Event description:
It was reported that moments into procedure, both activation buttons quit working on disposable. The instrument was retorqued with same result. A second disposable was used in which the buttons started working intermittently after a few minutes of use. At this point, the surgeon discontinued use of the system and completed procedure using a esu. The case was completed with no patient consequence. During troubleshooting after the case, it was noticed that the handpiece functioned properly using a demo disposable.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.